Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient reason for the explant was power off by 1.50 diopters. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was patient had extreme high vitreous massive e. Additional information was requested.